Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Please note that this product is available for testing and evaluation but has not been received as of this writing. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that after stent placement, the nurse aired the stent and before dilatation they discovered a leakage. The stent was removed. There was no patient impact.